Event description:
In 2007, the lay-user contacted lifescan (lfs) alleging that the one touch ultra soft lancing device is broken (casing is cracked/broken). The complaint is classified based on the documentation of the customer care advocate (cca). The one touch ultra soft lancing device issue began on ten days earlier at 8am. After the reported issue began, the pt developed symptoms of frequent urination and thirst. The pt was not test on any other meter. The pt did not take any action in regards to diabetes treatment and did not require medical intervention due to the reported issue. The cca was unable to resolve the reported issue with troubleshooting. This complaint is being reported because the pt developed symptoms suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.